Manufacturer narrative:
(B)(4). Batch # m9359w. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 2/9/2016. Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk additional information received: response from the sales rep: did the blade tip break off during the procedure? Blade tip broke off. If yes, did the active blade tip fall into the patient? Service lead did not have that information. If yes, was the active blade tip retrieved from the patient? Information not available. If yes, did this cause a change in the plan of care for the patient? No change of plan for patient- case completed with second device. Is the broken blade tip being returned with the device? Broken piece was not with the device returned to me. Or, was the broken blade tip discarded? Service lead did not have that information.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top jaw broke off of the device. The case was completed using another device of the same product code. There were no patient consequences reported.